Event description:
A hospital in (B)(6) reported that three rt319 adult bi-level/CPAP inspiratory-heated breathing circuits were missing an adapter with a control leak. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt319 breathing circuits were not returned to fisher & paykel healthcare (B)(4). Our investigation is therefore based on our knowledge of the product and the event description provided by the customer. Results: the customer confirmed that the exhalation port was missing from three rt319 breathing circuit kits. A lot check revealed no other complaint of this type for lot 110922. Conclusion: all the components of the breathing circuit kit are packed at the pack bag station where the circuit kits are visually inspected for any missing components. A pack card is displayed at the packing station to provide the production line staff with a visual representation and a list of all the components they are required to include in the current model of breathing circuit kit being produced. It is possible that the production line staff failed to include the missing part at the packing station when packing the additional components into the breathing circuit kit with the limbs.